Event description:
They inserted a 5 fr feeding tube into a pt for a voiding cystourethrogram. They were in the urethra, however no urine came out nor were they able to insert any contrast. They removed the catheter and attempted to flush it with saline. Nothing would go through the tube. The holes had not been cut properly or it was obstructed in some way.